Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was 310 mg/dl. Customer stated that she was having a lot of no delivery alarms prior to hospitalization. No further information was provided.